Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate erratic result on the subject meter. No results were provided by the reporter, but the difference was given as 20 mg/dl. This complaint is being reported because the results may not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.